Manufacturer narrative:
Correction - implanted date - (B)(6) 2015. Method: medical review. Results: per medical review - the consequence of inadequate vaulting could be cataract that warrant lens exchange to prevent further damage. According to fmea (failure modes and effect analysis) it has been determined that inadequate vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the facility indicated the date of initial surgery was (B)(6) 2015.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to no lens vault. There was no lens opacity. The patient experienced blurry vision and eye pain. The lens was exchanged for a longer lens. The patient's post-op uncorrected visual acuity was 20/15.

Manufacturer narrative:
(B)(4). Evaluation codes: method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. Use of the wrong lens was most likely the cause of lack of vault. (B)(4).